Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm reading which prompted the patient to remove the sensor early. Upon sensor removal, there was a rash, redness, swelling, and a skin infection under the entire patch area. The patient had pain and tenderness in the area. The patient applied an otc ¿correct-x¿ essential ointment to the site. On the morning of (B)(6) 2025, the patient consulted a physician at a clinic who assessed the site and diagnosed an infection. No testing or treatment was done during the visit, but the patient was given a prescription for a course of oral antibiotic medication (cephalexin 500 mg capsule, three times per day for five days). At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.